Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device replacement the terminal pin of the right ventricular (rv) lead got separated from the ring electrode. The physician had abandoned the lead surgically and a new lead was implanted. No adverse patient effects were reported.